Event description:
Customer reports taking lantus based on result of 130 mg/dl obtained on the aviva system. Some 2.5 hours later, customer was found unresponsive; customer tested 130 mg/dl on the aviva system. Paramedics were called, and 15-20 minutes after the aviva result she tested 20 mg/dl on the professional meter. Customer was treated with a glucose IV and tested 68 mg/dl on the way to the hospital. Customer was given chicken noodle soup and crackers at the hospital; she remained for two hours and left the hospital after testing 119 mg/dl. No further medical treatment was required. Requested return of suspect device, however test strips have been discarded; replacement was sent.